Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source main lamp not igniting. The issue occurred, during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): b5, d5, e2. New information added to the following field(s): d8, d9, h4 and h6. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found the main lamp does not ignite; equipment shifted to spare lamp due to defective converter. Based on the results of the investigation, it is presumed that the malfunction was caused by a failure of the power unit, however, definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): as a result of reviewing instruction manual and product labeling, there were no abnormalities leading to the phenomena. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the light source main lamp was not igniting. The issue occurred during routine maintenance. There were no reports of patient involvement.